Event description:
It was reported that the device draws too much current. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. No device history review (DHR) is not applicable or relevant due to the device manufactured date of 2005. The investigation did not implicate a service process issue. A product sample was received for evaluation. Functional and visual testing were performed. The device was received in poor condition. The evaluation was performed, and the reported issue was confirmed. Installed test tool and plugged device under test (dut) into electrical safety equipment for leakage to current ground test. Checked the wiring connections and confirmed the ground and chassis nuts were tight. Device failed to turn on during the leakage test. Dut was plugged directly into power socket and dut failed to power on. Removed front cover and investigated further. Found evidence of arcing at mains connection input to power switch. It was noted that there was damage to the trace from main connection that opened the circuit not allowing current to flow. The root cause of the reported issue found circuit board was faulty. This circuit board is now obsolete and has been replaced. No further actions are required.